Manufacturer narrative:
(B)(4). Batch # m90f6c. The following information was requested, but unavailable: were the jaws difficult to close? Did the jaws fully close? It was reported that the blade did not operate properly. Were there issues with sealing, sticking tissue or torn tissue? The device was received in good visual condition. Upon visual inspection under magnification it was noticed that the upper jaw was slightly damaged at the retention pin interphase. Resulting in the jaw been loose and difficulty in opening and closing of the jaws. However the damage was not significant enough to prevent the device from cycling. The devices was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). A damge to the jaw could have contributed to the reported ¿tissue effect issues¿ , this due to the reduced compression capacity of the jaws. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device fails several times. The jaws did not close well and the blade did not operate properly. This is why it could not continue the procedure using this device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.